Manufacturer narrative:
Reported event ¿anchor broken during surgeries¿ was confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. Root cause cannot be determined, however, based upon photos and the IFU; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised to exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed india reported on behalf of a customer that the y1301, flex 1.3mm allsuture anch w/1-#2 wht/bl (5metric) hi-fi sutr device was used in an unnamed procedure on (B)(6) 2024 and ¿2nd anchor safat broken during the surgeries¿. The procedure was completed with no impact to the patient. Further assessment was sent, and a good faith effort was made to obtain further information; however, no response has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
Conmed india reported on behalf of a customer that the y1301, flex 1.3mm allsuture anch w/1-#2 wht/bl (5metric) hi-fi sutr device was used in an unnamed procedure on (B)(6)2024 and ¿2nd anchor safat broken during the surgeries¿. The procedure was completed with no impact to the patient. Further assessment was sent, and a good faith effort was made to obtain further information; however, no response has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.